Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2008 in the pt's right (od) eye. The lens was explanted in the next day, due to excessive vaulting. Subsequently, the pt experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The lens was not exchanged for a shorter lens.